Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and missing pins were observed in the connector. A functional evaluation revealed the damaged connector prevented the device from being recognized by the control unit. The complaint was confirmed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. Factors that could have contributed to the reported event include excessive force, misalignment, or twisting of the connector during connection/disconnection to a control unit. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the motor drive unit was not working. No case reported; therefore, there was no patient involvement. Results of investigation have concluded that the motor drive unit was not being recognized which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.